Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed discrepant carbon dioxide (co2) results while using the architect c8000. The following data was provided. The customer uses normal range 20 to 30 meq/l and critical value greater than 40 meq/l for co2. Sid (B)(6) initial 42 meq/l, multiple repeats ranged from 34 to 37 meq/l. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the account. The fsr replaced multiple parts [reagent probe (list number 01g47-03), cuvette dry tip (09d51-02), ict probe (ln 09d63-03), and sample probe (ln 01g48-04)] and performed analyzer annual preventive maintenance. The four replaced parts were considered the likely cause of the discrepant results. The analyzer was returned to normal operation. Evaluation of the customer issue included review of the complaint text, search for similar complaints, labeling review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.